Event description:
International affiliate reported a leak from a silicone tube on a transfer set. During evaluation, the root cause of the problem was determined to be a cut in the tubing. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.